Event description:
Reportedly, the stapler misfired and the surgeon had sewed the anastomosis. The pt required a drain a barium swallow for follow-up. Possible extended hospital stay for complications related to this incident.